Event description:
Staff found pt in the crib with left leg caught in between the rails. The pt was struggling to take his left leg out. Pt appeared to be in pain. Upon assessment noticed slight swelling and induration below left lateral aspect of the knee. There was no fracture and there was no permanent injury sustained. This equipment was rented by facility through universal hospital supply.